Manufacturer narrative:
H.6: "the customer reported on the instrument bd kiestra inoqula wca (material # 447204 - serial # (B)(6) that the barcoda sato printer lid was falling when opened to change the printer labels. The automation service engineer arrived on site to complete repair on the barcoda sato printer lid. The automation service engineer completed the repair as per klafs0002 and used part #446072 to replace the gas shocks on the barcoda printer lid and found no other issues. The instrument was tested without errors and was returned to the customer for normal use. CAPA# 5284707 and situation analyses ids-22-4486 have been opened for the investigation of the potential gap in implementation of corrective actions leading to increased risks of user injury after complaints were received describing issues with dropping barcoda hood. This complaint has been included in CAPA# 5284707 for traceability of the issue. The issue that the barcoda sato printer lid was falling when opened was confirmed by the automation service engineer. Root cause description: worn gas shocks on the barcoda sato printer. A review of risk management documentation indicates that the potential risk of the reported failure mode was appropriately assessed as s3 via baltrm-inoqula-aph - rev 14, ID 2.22".

Event description:
It was reported that the bd kiestra¿ inoqula+¿ tla experienced a barcoda lid that kept falling off. There was no report of patient impact. The following information was provided by the initial reporter: customer reported barcoda sato printer lid is falling when opened to change the printer labels.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd kiestra¿ inoqula+¿ tla experienced a barcoda lid that kept falling off. There was no report of patient impact. The following information was provided by the initial reporter: customer reported barcoda sato printer lid is falling when opened to change the printer labels.